Event description:
Pca (patient-controlled analgesia) pump was not delivering any medication to patient in pain. Machine was recording the delivered medication, but it was not delivering medication as evidenced by full pca syringe as documented on the pharmacy medication log.